Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that a red heart alarm occurred with the system controller. A wire was exposed on the system controller power lead and the controller smoked. The system controller was exchanged without incident. The patient was not harmed during the event and is ongoing.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.